Event description:
It was reported this filter did not appear to open completely following deployment via a femoral approach. Another filter was placed which also did not appear to open completely. The physician chose not to place a third filter and is treating the pt with anticoagulants. This device remains implanted. Therefore, no failure analysis will be available. Follow up could not confirm if a pre-placement cavogram was performed prior to filter placement. It was indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism.